Event description:
The initial reporter reported that in operating room (B)(6) an led light suspension has paint chips that are falling into the sterile field. Upon further investigation, it was noted that the issue was discovered during room preparation. The nurses who were preparing the room looked up at the suspension and noticed there was paint missing. They did not actually see paint falling. No adverse consequences occurred as a result of the malfunction.

Manufacturer narrative:
Unk at this point whether the initial reporter is a health professional. Further attempts will be made for this information. Device manufactured date is unk at this point. Further attempts will be made for this information. Evaluation summary - the component was evaluated in the field on 11/17/09. The malfunction was confirmed. The component where paint is missing is the metallic ring that holds up the ceiling cover. Since the suspension is directly over the sterile field, there is a potential for paint chips to fall into the sterile field. In this particular case, no paint chips were observed to fall within the sterile field. Further investigation into the cause of the chipping paint is ongoing. This is not a single-use device.